Manufacturer narrative:
(B)(6). Photos were provided and the photo showed the reported defect. An evaluation of the retained sample identified no issue with the product. The customer sample was not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5341693. Bd was not able to duplicate or confirm the customers¿ indicated failure mode. Unconfirmed. Due to the lack of objective evidence no root cause could not be determined.

Event description:
It was reported that 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube cap on the tube was cracked. No injury no medical intervention.